Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 153 mg/dl, 145 mg/dl, 180 mg/dl, 153 mg/dl, 177 mg/dl, 202 mg/dl, 267 mg/dl, 324 mg/dl, and 275 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.